Event description:
Per the report received from germany a valve model 3300tfx25mm implanted in aortic position was showing signs of increased gradients and moderate stenosis due to endocarditis after an implant duration of forty-nine (49) days. As reported the patient was asymptomatic and still on marcumar (phenprocoumon) treatment when the high gradient was noticed. As reported, there were no signs of thrombus in transthoracic echocardiography (tte). Hypo-attenuated leaflet thickening (halt) could not been ruled out due to patient treatment with marcumar and control echo. The endocarditis episode was managed with appropriate antibiotic therapy and resolved without the need for reintervention.

Manufacturer narrative:
H11: additional manufacturer narrative: refer to ID report number 2015691-2025-08868 for an additional event for this patient. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Correction to h10; added the related report number in the correct field. Initially, it was reported that this valve model 3300tfx25mm implanted in aortic position was showing signs of increased gradients and moderate stenosis due to endocarditis after an implant duration of forty-nine (49) days. The patient was asymptomatic and still on marcumar (phenprocoumon) treatment when the high gradient was noticed. There were no signs of thrombus in transthoracic echocardiography (tte). Hypo-attenuated leaflet thickening (halt) could not been ruled out due to patient treatment with marcumar and control echo. However, through investigation it was learned that the valve was showing peak gradient 34 mmhg and mean gradient 15 mmhg, on the latest echocardiography examination, 2 months and 6 days but the valve was described as free of dysfunction, stenosis and regurgitation. Endocarditis was ruled out. Devices are typically explanted or disabled due to evidence of prosthetic valve dysfunction which may be attributed to svd or nsvd. In some cases, the failure mode is unknown. Or may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, leaflet immobility/restriction. In this case, no intervention was performed, this is not a serious injury. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.